Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient rep reported that the patient had been having tingling on their left side for a couple weeks and noted that the device was set up for the patient's shingles on their right side. Patient rep stated they called their hcp facility on monday and requested a call back to try and schedule an appointment to go over there. Patient rep noted that the patient woke up in the middle of the night last night and all of a sudden, the patient got so much pain right where the implant was and the patient couldn't stand the pain and had been awake half the night. Patient rep inquired if it was okay to use a lidocaine patch on the area. Agent consulted with tech services and reviewed with caller that we don't anticipate an interaction with the patient using the lidocaine patch. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.